Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, irrigation, temperature, and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a separation between the pebax and the second electrode. A temperature, impedance, and irrigation test was performed and the results were found within specifications. No temperature or irrigation issues were observed. A manufacturing record evaluation was performed for the finished device 31264970l number, and no internal actions related to the reported complaint condition were identified. The reddish material inside the pebax could be related to the temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the open circuit and pebax damage could not be determined. The catheter and carto 3 system instructions for use states: - the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. - when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified reddish material and a separation between the pebax and the second electrode. During the procedure, there was a temperature issue. While ablating, the temperature increased rapidly and the ablation could not perform. This occurred when ablating on the left pulmonary vein (lpv). Though the qdot micro catheter was flushed outside of the patient¿s body, the issue remained. Replaced the catheter resolved the issue. The procedure was completed without patient's consequence.